Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving access 2 immunoassay system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory.